Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter broke from the hub, exposing the needle. The following information was provided by the initial reporter: 1 is the top catheter removed the entire catheter was exposed from the needle itself.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter broke from the hub, exposing the needle. The following information was provided by the initial reporter: "1 is the top catheter removed the entire catheter was exposed from the needle itself."